Event description:
A medtronic rep reported the system froze in navigation while in a cranial case. The surgeon was able to continue the procedure once they re-booted the system. The surgery was completed with the use of the stealthstation treon guidance system. There was no impact on the pt outcome.

Manufacturer narrative:
The pt weight is unavailable from the site. Software investigation completed; findings attribute the issue to hard drive space. Drive was cleaned and tested, no further issues reported.